Event description:
It was reported that the tubing connector of the helium adaptor was found upside down. Further information states that "[the clinician] had already inserted the catheter into the patient, then the connection between our adaptor and port of the maquet iabp was found after they wanted to plug in and started pumping". No report of harm or injury to the patient.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn# (B)(4). The reported complaint that the "tubing connector of the helium adaptor was found upside down" is confirmed based on the customer photos provided with the complaint report. The data-scope connector was noted in a backwards orientation within the supplied driveline tubing. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the backwards driveline connector. The root cause is manufacturing related. A non-conformance has been initiated to further investigate the issue.

Event description:
It was reported that the tubing connector of the helium adaptor was found upside down. Further information states that "[the clinician] had already inserted the catheter into the patient, then the connection between our adaptor and port of the maquet iabp was found after they wanted to plug in and started pumping". No report of harm or injury to the patient.